Manufacturer narrative:
D6b: added explant date.

Event description:
The patient survived explant.

Event description:
A 67-year-old female with cardiomyopathy and pre-support clinical status consistent with scai shock stage d initially underwent impella cp support via percutaneous left femoral arterial access on (B)(6) 2026 at 2:18 am. The device was explanted the same day at 9:02 am with no reported complaints, and the patient survived the procedure. The patient was subsequently supported with an impella 5.5 implanted via surgical right axillary/subclavian arterial access and remains on support. During ongoing support, the patient's right axillary cutdown site initially remained intact with a jp drain in place and no hematoma. Following jp drain removal by the cardiothoracic surgery team, which was noted to be difficult, a hematoma at the cutdown site was observed. The patient received one unit of packed red blood cells and a pressure dressing was applied. Device involvement in the event is unknown, and the patient remains on impella 5.5 support and the time of reporting. Bleeding is consistent with access site complications as a result of large bore procedures and the anticoagulation and purge requirements associated with impella support and it is unknown if excessive force was used to removed the device which may have contributed to the hematoma.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.